Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor, swivel, spring seal, and various other parts were damaged, the motor rpms were noisy but within specifications, the adjustment cams, spring pin, and dowel pins were not in the correct position, and the control bar was loose. The screws, fine adjustment cams, bearings, spring seal, nut bearing lock, swivel, motor, sleeve, bearing spacer, planetary carrier, dowel pins, wave washer, planetary gears, ring gear, eccentric shaft, and width plates were replaced, and the control bar was adjusted to resolve the reported issue. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. A definitive root cause cannot be determined. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the device was sent for preventive maintenance. During investigation was found that width plate was damaged. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.